Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan alleging an "error 2" issue with a one touch ultramini meter. The pt tests his blood glucose 14-20 times a day. He manages his diabetes with an insulin pump. The pt indicated that the alleged issue started at around 9:30 am. Earlier that same morning at an unk time, the pt admitted that he was able to test his blood glucose and took a bolus dose of insulin based on an unk meter reading. At 9:30 am, the pt claimed that he attempted to test his blood glucose with the reported meter prior to eating a snack and going to work. Although the pt was unable to test his blood glucose at 9:30 am, the pt ate a snack and then went to work. While at work at 10:30 am, the pt claimed that he developed symptoms of shakiness and feeling weak. The pt denied receiving treatment because of the symptoms. However, the pt claimed that he probably did not eat a big enough snack prior to going to work that day. The pt felt as though he could have prevented the hypoglycemic event if had been able to test his blood glucose that morning before eating his snack. The pt stated that he probably would have eaten more if he had been able to test and got a relatively low meter reading. The alleged "error 2" issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with a serious injury after the alleged meter issue began.